Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. The customer address low bg by consuming carbohydrates and glucose tablets. Customer was instructed to consult their healthcare professional to discuss future low bg's and tandem customer support for troubleshooting.